Event description:
Patient reported obtaining blood glucose result of 194mg/dl on the advantage system. Within 1 minute, patient's blood glucose was reportedly retested on hospital blood glucose monitor with a result of 87mg/dl. No patient injury was reported and no treatment was received. The discrepant result was obtained in a hospital. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.